Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. During the preventative maintenance (pm) performed by the getinge field service engineer (fse) the fse replaced the expired 9 volt critical alarm battery and the bay1 battery which did not meet the specified battery run time. The fse ensured the iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer reported that the cardiosave failed the battery run test on bay 1 during preventative maintenance (pm) visit. There was no patient involvement, thus no adverse event was reported.